Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened all buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they lost the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.